Event description:
Pt placed on table feet first for CT scan of the chest, abdomen and pelvis. Surview was completed. Setting up the plan to complete the study, the technologist looks out at the pt as she proceeds to roll off of the table. The pt had one of the strap restraints on at the time she was put on the table. She landed supine between the table and gantry. This was all seen by the technologist on duty. Pt had hematoma to the head.